Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump displayed an alert 38 motor stall after an insulin occlusion alert, and the user was instructed to restart the pump three times, perform a dry run, remove the insulin cartridge, and conduct a press-and-hold test; the alert did not recur, and all supplies were then replaced using a new insulin cartridge and the inset set, with blood glucose recorded at 163 mg/dl. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with a stalled motor consistent with a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.